Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needle broke off in the patient. As a result, the patient went to the hospital, but the broken needle piece was not found. The following information was provided by the initial reporter, translated from chinese: "after further confirming with the customer, the customer went to the hospital on the 14th and did not find the needle remaining in the body, and then went home. The doctor told the customer to observe at home and seek medical attention immediately if the customer feels unwell or has pus and redness around the spot. According to the feedback of family members, the customer basically uses 1 needle a day. After further confirming with the customer, the customer did not take measures on the day of the broken needle. On august 14th, there were visible redness and swelling situations at the broken needle spot, and the customer went to the hospital on august 14th. For now, the customer is in good mental condition and has no obvious physical discomfort. Pharmacy staff helped the customer to give feedback. The customer purchased pen needle products from pharmacy in 2022. When using the product this morning, the needle broke in customer's body. The customer has 6 unused needles. No photos can be provided, the remaining 6 unused samples can be returned."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 23-aug-2023. Investigation summary: samples were received and an investigation was performed. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Pictures returned show skin irritation and cannula broken, actual sample returned was checked under microscope and there is obvious bending deformation on the breakage surface. Used cannulas was evaluated for biological compatibility and met requirement to be safe for the intended use during design phase. Review certificate of irradiation of lot: 1154010, irradiation dose meet the product process requirements. Based on investigation above, the certain cause cannot be concluded now. We suggest following instructions and not to reuse.

Event description:
It was reported that the bd micro-fine¿+ pen needle broke off in the patient. As a result, the patient went to the hospital, but the broken needle piece was not found. The following information was provided by the initial reporter, translated from chinese: "after further confirming with the customer, the customer went to the hospital on the 14th and did not find the needle remaining in the body, and then went home. The doctor told the customer to observe at home and seek medical attention immediately if the customer feels unwell or has pus and redness around the spot. According to the feedback of family members, the customer basically uses 1 needle a day. After further confirming with the customer, the customer did not take measures on the day of the broken needle. On (B)(6), there were visible redness and swelling situations at the broken needle spot, and the customer went to the hospital on (B)(6). For now, the customer is in good mental condition and has no obvious physical discomfort. Pharmacy staff helped the customer to give feedback. The customer purchased pen needle products from pharmacy in 2022. When using the product this morning, the needle broke in customer's body. The customer has 6 unused needles. No photos can be provided, the remaining 6 unused samples can be returned."